Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient on peritoneal dialysis therapy experienced a leak from the tubing of the disposable cassette line that connects to the transfer set. The patient was connected to the homechoice at the time of the leak. The technical service representative assisted the patient to end therapy and to restart with new supplies. No injury or medical intervention was reported on the patient. No additional information is available.